Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Product was not returned for investigation. Data logs were investigated. When the pump is started, the cvp/ optical sensor readings drops and goes into negative. The snr dropped at the same time. This suggests that the pump's strut (optical sensor area) was against the patient's anatomy which creates a local suction. This cannot be confirmed sine the product has not been returned for investigation. Therefore, the root cause of the optical signal issue was not determined since product was not returned to conclude anything. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted in a patient presented with heart failure for circulatory support. During support the pump triggered intermittent 'placement signal not reliable' alarms. At the time of the noted call, the displayed placement signal was within normal limits and positioning was confirmed via chest x-ray. The staff was advised that the signal was not required for support and the alarm was silenced. The family made the decision to withdraw care and the patient expired.